Manufacturer narrative:
Preferred term for health effects - annex e would be "hematometra." Device was discarded at the time of treatment, therefore no device evaluation can be performed. Investigation via communication/interviews is ongoing.

Event description:
In response to an email from a company representative, a physician reported that a patient he had treated with the cerene cryotherapy device had developed hematometra that had to be evacuated after some unknown time post-procedure. In additional correspondence with company representatives who were present on the day of the procedure, it was noted that the endometrial cryoablation with the cerene device may have been performed concomitantly with a fibroid removal.

Manufacturer narrative:
A company representative made three attempts to contact the physician via phone and/or email to collection additional information, however the physician could not be reached. Hematometra is a known adverse event and is documented in the IFU for the cerene cryotherapy device as an adverse event that "could occur or have been reported in association with the use of other endometrial ablation systems and may occur when the cerene device is used:."